Event description:
The user facility reported a leak coming from their system 1e during a processing cycle which spilled used dilution onto the floor. No injuries were or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician observed a scope in the system 1e tray and estimated that 1.5 inches of the scope had been crushed by the lid. The system 1e operator manual (7-4) states: "caution: do not force lid to close. If resistance is met, stop, inspect positioning of the processing tray/container, device and aspirator assembly." The leak and damaged scope are typical of operator loading error as the scope gets crushed when the operator closes the lid. In this scenario, the scope prevents a water tight seal and thus causes the leak. The technician discussed his findings with the customer and determined the root cause of the event was user error. The technician inspected the processor, ran several test cycles and confirmed the unit was operating to specification. A steris account manager has offered the user facility in-service on proper loading of the system 1e. The technician instructed the customer to ensure scopes are correctly loaded before running a processing cycle.